Event description:
During follow-up, noise resulting in oversensing and low pacing impedance were observed on the right ventricular (rv) lead. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.